Event description:
It was reported that the patient was seeing the charging implanted neurostimulator (ins) battery warning screen on her programmer. It was further reported that her stimulation "stopped working" the day prior to the report. The patient attempted to charge the device but it was already fully charged. It was unclear if the patient was referring to the ins or the external recharger. It was noted that the last time the patient recharged was "a couple of days" prior to the report and when she attempted to use her programmer the day prior to the report it stated, she needed to charge the battery. It was further noted that there had been no falls or trauma. The patient reportedly used to be able to go a week between charging, but at the time of the report could only go two days. It was also noted that the patient increased the amplitude from 2.20v to 3.60v about a week prior to the report. Additional information was requested but was unavailable as of the date of this report.

Manufacturer narrative:
Product ID, 3776-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3550-39 lot# n288196, implanted: 2012 (B)(6), product type accessory. (B)(4).